Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds, low amplitude, and noise. An x-ray was performed and the rv lead had dislodged. This rv lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).